Event description:
Customer reported that every night when he goes to bed, the sensor reading would be inaccurate. Customer stated that sometimes the sensor glucose reading is between 60 mg/dl and 80 mg/dl and the insulin pump would try to go into threshold suspend but his blood glucose is actually around 180 mg/dl. Customer has stopped using the sensor. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.